Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (B)(4) displayed a system error / out of service / revert to manual CPR error message upon power up during shift check. The customer stated that no previous issues were observed on the platform. No further information was provided.